Manufacturer narrative:
A used inserter/retractor insulin canister was returned for product investigation. A review of the device history records relevant to the reported lot number revealed no deviations or non-conformities during manufacturing. Inspection found the adhesive layer still sticky to the touch; however, being used, its adhesive properties could not be tested as they would if the product were new. No evidence was found to suggest the reported event was related to an intrinsic product problem.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The product user reported that the device was in use when the infusion set became detached. According to the reporter, examination of the device found the adhesive disk missing from the infusion set, which caused the cannula to fall out of her skin. A second set had to be used and a correction bolus administered to correct blood glucose levels. No permanent injury was reported.